Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired once and then would not work. The device was received with the jaws in the closed position. Another device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Opening issues. The analysis results of the device found that it was received with the jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. The remaining clips were conforming according to our manufacturing specifications. It should be noted that an investigation has been initiated to address the potential root cause of the opening issues. In addition, the device locked out as intended but the orange indicator was visible at the 10th firing sequence; thus, it over traveled. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.